Manufacturer narrative:
Continuation of d10: product ID: 8784, lot#serial#: (B)(6), explanted: on (B)(6) 2025, product type: catheter, product ID: 8780, lot#serial#: (B)(6), explanted: on (B)(6) 2025, product type: catheter, h3: analysis of the pump found no anomaly. Analysis of the catheter with serial number: (B)(6), found ¿catheter body ¿ kink observed¿ and ¿catheter body ¿ damage to transition tube.¿ analysis of the catheter with serial number: (B)(6), found ¿no significant anomaly ¿ catheter body melted at explant ¿ did not affect infusion.¿ medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient receiving an unknown medication via an implanted pump. The indication for pump use was spinal pain. The hcp reported that yesterday the patient had an opioid overdose. The agent asked for known details and the caller confirmed it was related to the pump but had no other details about the event. She was calling today because they wanted someone to interrogate the pump to find out the dose of the medication stating that the patient could not communicate who their pump managing doctor was.

Event description:
Additional information was received from a healthcare provider (hcp) and a patient via a manufacturer representative (rep). It was reported that the rep was calling for programming assistance for a drug concentration change. The patient had an adverse reaction after a pump refill, and was hospitalized and received narcan. The patient noticed the pump flipping in the pocket. A pump check had been scheduled due to the adverse reaction after a pump refill. During the pump check, the hcp was able to clear the catheter and inject dye. The hcp also noticed what appeared to be an aneurysm in the catheter. The patient was receiving 1.741mg/day of dilaudid at concentration 10mg/ml. Surgical intervention was planned but had not been scheduled. The issue was not resolved at the time of the report.

Manufacturer narrative:
Continuation of d10: product ID 8784, lot# serial# (B)(6), implanted: (B)(6) 2016, product type catheter, product ID 8780 lot# serial# (B)(6), implanted: (B)(6) 2015, product type catheter. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a healthcare provider (hcp) a company representative (rep) stated that the patient was sent back to the hospital after checking the pump. They were planning to turn down the pump once they get a response from a rep. Additional information was received from a healthcare provider (hcp) a company representative (rep) stated that the cause of the adverse event and overdose symptom was unknown. The cause of the catheter aneurysm was unknown.

Manufacturer narrative:
Continuation of d10: product ID: 8784, lot#serial#: (B)(6), implanted: on (B)(6) 2016, product type: catheter, product ID: 8780, lot#serial#: (B)(6), implanted: on (B)(6) 2015, product type: catheter. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the healthcare provider (hcp) via the manufacturer representative (rep). It was reported that the pump and most of the catheter were explanted on (B)(6) 2025. The hcp stated there were no visual abnormalities or issues with the pump. The outer layer of proximal segment of catheter was starting to peel off, but there were no extravasations noted per the hcp. The pump and catheter were going to be shipped for review.